Event description:
It was initially reported that a doctor implanted a monofocal intraocular lens (iol), model ar40e, 19.5 diopter which then was removed on the same day and replaced with the same lens model, but higher diopter (20.0d). The doctor indicated that there was not anything wrong with the lens and that the doctor decided to use a 20.0 diopter as that would be better for the patient. Trough follow ups, it was learned that the haptic tore on insertion into the patient's left eye. It was noted that there was no known incident with the lens during loading, the lens would not have been loaded into the cartridge if there was a problem prior to that. The cartridge was not saved post surgery. No medical and/or surgical interventions required. No patient injury reported. The patient is fine after the replacement lens implanted. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency, and the reported issue could not be verified. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.